Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device passed the prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was in the range of 425 mg/dl at the time of incidence. Customer said reservoir was able to lock in place. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.